Event description:
The patient reported that out of her current box of insulin cartridges, she has had 3 our of 4 cartridges leak while filling them. She stated the cartridges have no apparent damage but they do feel "loose." The patient said she had an elevated blood glucose reading of 368 mg/dl with her normal reading being between 80 mg/dl and 250 mg/dl. She stated she had no symptoms and has treated the reading by bolusing 5 units of insulin. She stated she thinks her elevated reading is due to her filling her present cartridge in such a hurry that air bubbles formed in her cartridge. She said she wanted to make sure she could fill the cartridge without it leaking like the previous cartridges. On follow up, the patient stated she received the replacement cartridges and they are properly working. She said her blood glucose readings have returned to her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.